Manufacturer narrative:
Customer returned pump due to a high/low bgs. Pump error 53, pump error 4, cosmetic damage located at the display window cover and battery cap contact missing/damaged were found on 17-jan-2024. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test due a pump error 37 occurring during testing on 02/29/2024 13:33:37.000. Pump pass the self-test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Pump error 4 was found in the traces on 01/17/2024 22:43:55.000. Pump error 53 (file number: (B)(6); line number: 3745) was found in the traces on 01/17/2024 22:43:55.000 due to a hardware/software error. Unable to do the motor test to due moisture damage on motor assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, missing display window/cover, stained keypad overlay and pillowing keypad overlay. Cosmetic damage was confirmed at the display window cover. Battery cap contact missing/damaged was not confirmed. Pump error 37 was confirmed during testing and due to moisture damage on the motor assembly. Pump error 53 was confirmed due to a hardware/software error. Pump error 4 was confirmed due to a pump error 53. Unable to confirm high/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received pump errors 53 (software error detected) and 4 (the motor arm cannot communicate with the main arm.) Along with cosmetic damage. Troubleshooting was performed for pump error and it was found that the customer was able to successfully clear the alarm. The customer was able to complete the rewind. Troubleshooting was performed for cosmetic damage and it was found that a metal piece was coming loose from the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.